Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): rvdr01 implantable pulse generator (ipg) 2013-(B)(6), 5086mri implantable pacing lead 2013-(B)(6), (B)(4).

Event description:
It was reported there was far field oversensing on the atrial lead. The sensitivity and the av delays were reprogramed. The change to the av delay made a difference. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.